Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with a siltex mentor cpx 4 breast tissue expander with suture tabs 550cc and experienced deflation of the left tissue expander. As a result, the patient underwent removal and replacement with siltex mentor cpx 4 breast tissue expander with suture tabs, catalog number 3549214, lot number 6995033 on (B)(6) 2018.